Event description:
It was reported that force sensor error occurred. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The device was received with a broken/removed tamper seal, a cracked top case and battery door and the left and right cases were broken. Error history log review found force sensor test. Power up process was performed to check the test force sensor. The issue was duplicated; force sensor test was found at power up process and the force sensor could not be calibrated. The root cause of the reported issue was found to be due to contamination of the inside plunger assembly by the customer. Actions were taken to mitigate the reported issue: the entire plunger assembly was replaced. (UDI) and(510k) are unknown. No information has been provided to date. This MDR was generated under protocol (B)(4) .